Manufacturer narrative:
Submitted: 10-aug-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: device evaluation: on investigation, the ok key was noted to be under responsive and did not click or spring back due to the ok key button contact being cracked. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Event description:
The pump was returned for investigation. Investigation revealed a button/keypad. This report is made based on results of investigation completed on 24-jul-2018.